Manufacturer narrative:
Lot#: unknown/not provided. Expiration date: unknown as product lot number was not provided. UDI: unknown as product lot number was not provided. If implanted; give date: n/a (not applicable) cartridge is not an implanted device. If explanted; give date: n/a (not applicable) cartridge, not implanted; therefore, not explanted. Device manufacture date: unknown as product lot number was not provided. Device evaluation: the device was not returned for evaluation as it was discarded. The customer's reported event could not be confirmed. Manufacturing records review: a manufacturing record review and complaint search for the associated production order could not be conducted as the lot number of the product is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. The reported issue was not verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
Just prior to inserting lens, the doctor noticed that cartridge was split. During follow-up, the customer confirmed that the crack was at the tip of the cartridge. There was no problem with the lens. The issue was with the cartridge. The cartridge did not touch the patient since the doctor noticed the crack under the microscope prior to inserting. There was no patient injury, and the procedure was completed successfully with a backup lens and cartridge. The cartridge was not saved and not available for return. No additional information was provided to abbott medical optics.